Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 1155pm. The patient reported blood glucose results of "29 and 27 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <=20% and/ or <=20 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 10 minutes prior to the start of the alleged issue, the patient claimed he felt symptoms of low blood sugar. The patient took food and/or drank a beverage as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. In addition, the patient's symptoms and treatment correlated with the reported lfs meter results. Lifescan received the meter and test strips involved with this complaint on (B)(6) 2011 and completed device evaluation on (B)(6) 2011 and (B)(6) 2011, respectively. The meter passed testing with no faults found; however, the test strips failed testing. Investigation revealed that the returned test strips read low with control solution. This complaint is being reported due to the failed testing.

Manufacturer narrative:
The 510(k) # is k073231.